Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. The customer changed the infusion set the day prior to the event. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.